Event description:
On (B)(6) 2016, this patient underwent endovascular treatment of an abdominal aortic aneurysm using gore excluder aaa endoprosthesis. On (B)(6) 2020, it was noted during follow up that the trunk-ipsilateral leg component had migrated distally due to disease progression. No endoleak was noted, as the proximal end of the trunk-ipsilateral leg component was opposed against thrombus in the aortic neck. On the same day, a reintervention occurred whereby another trunk-ipsilateral leg component was implanted inside the previously implanted device. The device was implanted proximally in order to secure appropriate aortic seal. The patient tolerated the procedure.